Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed and had frozen display. Problem isolated to the interface board.

Event description:
The customer reported that the insulin pump alarmed while programming a bolus into the air. Assisted the caller with clearing the alarm. The blood glucose reading was 240mg/dl. Troubleshooting was performed. The basal and bolus settings were correct. The self test was performed and passed. No further information was provided.